Event description:
It was reported high pacing threshold and high pacing impedance was noted on the right ventricular lead. The lead was explanted and replaced. Patient was recovering.

Event description:
New information received notes that the high pacing threshold and high pacing impedance was first observed during a follow-up clinic visit.

Manufacturer narrative:
A partial lead in two pieces was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.